Event description:
During troubleshooting of a low drain volume alarm, the patient reported that they observed air in the heater line tubing during peritoneal dialysis therapy. The patient was connected at the time the air was observed and the process step was drain three of five. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.